Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However corroded keypad traces noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that when she entered the carbs the up arrow key was not working. It was noted that the insulin pump was dropped and there were cracks around the battery cap and on top of the reservoir window. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.